Event description:
As reported by the user facility: reports running chemo and had leak in tubing, not at a y site. Issue was not noted when tubing primed. Caused a chemo spill. Customer did save tubing. There was no pt injury and no intervention or treatment was required as a result of the event.

Manufacturer narrative:
The actual device involved in the reported incident was returned for evaluation. No visible mfg defects were observed on the returned sample. The sample was tested for leakage per specification. No leakage was observed at any location on the sample. The reported defect could not be duplicated and the returned product met specification. A historical review revealed no adverse trends of this nature against the finished goods or lot number. Based on the investigation, no conclusions can be made regarding the cause of the event.